Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 10sep2019. The manufacturer's field service engineer (fse) confirmed the reported problem. The fse replaced the battery and ran operational tests. The device passed testing and is ready for clinical use. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the customer's battery was more than 5 years old and needed replacement. It was reported that there was no patient involvement.